Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a delivery anomaly. The customer reported insulin exited automatically during priming. The insulin pump passed the displacement test during troubleshooting. However, during the fill tubing process, insulin exited, but 0.0u was displayed on the screen. Blood glucose reading was unknown. The insulin pump will be returned for analysis.